Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), uterine perforation ("the left tubal essure device had perforated through the serosa and could be seen"), genital haemorrhage ("heavy, prolonged bleeding") and vaginal cuff dehiscence ("vaginal repair 2016/vaginal cuff tear after hysterectomy") in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included multigravida, parity 2 (delivery dates: on (B)(6) 1997, on (B)(6) 2006. Full-term delivery 2.), miscarriage in 2005, abruptio placentae in 2005, tobacco abuse, tubal ligation in 2006, menarche (age:11 year.) And right upper quadrant pain. On (B)(6) 2014, she denies any chest pain, shortness of breath. Complaints of depression alongwith anxiety, denies any thoughts of hurting self or others, complaint with other medications. She denies bleeding or difficulty with bowel movements or unnation. *last pap and near normal, abnormal pap smear none, last mammogram date and results 2006, normal. Pap. Thin prep with hpv 195050 (l). On (B)(6) 2016, specimen revealed the soft tan myometrium measures up to 1.5 cm thick and no myomatous nodules or hemorrhagic cysts are identified. Each fallopian tube measures 5 cm in length x 0.7 cm in diameter. Current weight: 172 lbs. On (B)(6) 2016: surgical pathology report: dignosis: uteri with cervix and bilateral fallopian tubes, resection: the endometrium is benign and secretory. The cervix is benign with cystically dilated endocervical glands;negative for dysplasia. The myometrium demonstrates no 'significant gross or microscopic. Abnormality. The right and left fallopian tubes are benign and unremarkable. Previously administered products included for contraception: iud from 1999 to 2004; for an unreported indication: benadryl. Past adverse reactions to the above products included rash with benadryl. Concurrent conditions included morbid obesity, depression since march 2009, insomnia since 2010, hyperlipidemia since 2012, temporomandibular joint dysfunction since 2011, dizzy since december 2011, anxiety, poor vision and menometrorrhagia (heavy periods with clots lasting several days changing pads every hour.). Concomitant products included medroxyprogesterone acetate (depo provera) in march 2006 for contraception as well as acetylsalicylic acid;caffeine; paracetamol (excedrin migraine) from june 2006 to june 2016, amoxicillin (amox) since february 2012, anesthetics, general (general anesthesia), azithromycin (zithromax) since october 2013, bupropion hydrochloride since september 2010 to 2011, drospirenone + ethinylestradiol (yasmin) since on (B)(6) 2014, esomeprazole magnesium (nexium) until december 2011, fish oil since 2012, ibuprofen since june 2006, lorazepam (ativan) since august 2010 to 2011, lovastatin since 2012, paroxetine hydrochloride (paxil) from march 2009 to june 2011, pravastatin sodium (pravastan) from january 2013 to october 2013, rosuvastatin calcium (crestor) since october 2013 and ubidecarenone (coq10) since 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In june 2006, the patient experienced alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In september 2006, the patient experienced fatigue ("fatigue"). In 2007, the patient experienced gastrooesophageal reflux disease ("reflux"). On (B)(6) 2015, the patient experienced allergy to metals ("allergic reaction to nickel"), 9 years 2 months after insertion of essure (ess205). In 2016, the patient experienced post procedural complication ("vaginal cuff tear after hysterectomy"). On (B)(6) 2016, the patient experienced vaginal cuff dehiscence (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/painful sexual intercourse"), eczema ("eczema"), tooth disorder ("dental problems"), arthralgia ("severe joint pain (wrists, knees, and shoulder)") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, vaginal repair and total laparoscopic hysterectomy, bilateral salpingectomy essure removal and cystoscopy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, eczema, migraine and dysmenorrhoea had resolved, the uterine perforation, vaginal cuff dehiscence, alopecia, fatigue, weight increased, allergy to metals, tooth disorder, post procedural complication, arthralgia and headache outcome was unknown and the gastrooesophageal reflux disease was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, eczema, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, tooth disorder, uterine perforation, vaginal cuff dehiscence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there were no complication and the procedure was tolerated well. She did not allege that essure caused birth defects. Approximately three coils were noted to be protruding from the ostia on the left side. Approximately three coils were noted to be protruding from the ostia on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. ¿concerning the injuries reported in this case, the following ones were reported via medical record: confirming genital haemorrhage; alopecia; fatigue and weight gain.¿ most recent follow-up information incorporated above includes: on 16-nov-2018: plaintiff fact sheet received. Event the left tubal essure device had perforated through the serosa and could be seen was added. Reporter information was added. Historical condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("heavy, prolonged bleeding") and vaginal cuff dehiscence ("vaginal repair 2016/vaginal cuff tear after hysterectomy") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included multigravida, parity 2 (delivery dates: (B)(6) 1997, (B)(6) 2006. Full-term delivery 2.), miscarriage in 2005, abruptio placentae in 2005, tobacco abuse, tubal ligation in 2006 and menarche (age:11 year.). On (B)(6) 2014, she denies any chest pain, shortness of breath. Complaints of depression alongwith anxiety, denies any thoughts of hurting self or others, complaint with other medications. She denies bleeding or difficulty with bowel movements or unnation. Previously administered products included for contraception: iud from 1999 to 2004; for an unreported indication: benadryl. Past adverse reactions to the above products included rash with benadryl. Concurrent conditions included morbid obesity, depression since (B)(6) 2009, insomnia since 2010, hyperlipidemia since 2012, temporomandibular joint dysfunction since 2011, dizzy since (B)(6) 2011, anxiety, poor vision and menometrorrhagia (heavy periods with clots lasting several days changing pads every hour.). Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2006 for contraception as well as amoxicillin (amox) since (B)(6) 2012, anesthetics, general (general anesthesia), azithromycin (zithromax) since (B)(6) 2013, bupropion hydrochloride since (B)(6) 2010 to 2011, drospirenone + ethinylestradiol (yasmin) since (B)(6) 2014, esomeprazole magnesium (nexium) until (B)(6) 2011, fish oil since 2012, ibuprofen (advil) since (B)(6) 2006, lorazepam (ativan) since (B)(6) 2010 to 2011, lovastatin since 2012, paroxetine hydrochloride (paxil) from (B)(6) 2009 to (B)(6) 2011, pravastatin sodium (pravastan) from (B)(6) 2013 to (B)(6) 2013, rosuvastatin (crestor) since (B)(6) 2013, thomapyrin n (excedrin migraine) from (B)(6) 2006 to (B)(6) 2016 and ubidecarenone (coq10) since 2014. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced alopecia ("hair loss"), weight increased ("weight gain"), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In 2007, the patient experienced gastrooesophageal reflux disease ("reflux"). On (B)(6) 2015, 9 years 2 months after insertion of essure (ess205), the patient experienced allergy to metals ("allergic reaction to nickel"). In 2016, the patient experienced post procedural complication ("vaginal cuff tear after hysterectomy"). On (B)(6) 2016, the patient experienced vaginal cuff dehiscence (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/painful sexual intercourse"), eczema ("eczema"), tooth disorder ("dental problems"), arthralgia ("severe joint pain (wrists, knees, and shoulder)") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy essure removal and cystoscopy) and surgery (vaginal repair). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, vaginal haemorrhage, menorrhagia, eczema, migraine and dysmenorrhoea had resolved, the vaginal cuff dehiscence, alopecia, fatigue, weight increased, allergy to metals, tooth disorder, post procedural complication, arthralgia and headache outcome was unknown and the gastrooesophageal reflux disease was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, eczema, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post procedural complication, tooth disorder, vaginal cuff dehiscence, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: there were no complication and the procedure was tolerated well. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.3 kg/sqm. Last pap and near normal, abnormal pap smear none, last mammogram date and results 2006, normal. Pap. Thin prep with (B)(6). On (B)(6) 2016, specimen revealed the soft tan myometrium measures up to 1.5 cm thick and no myomatous nodules or hemorrhagic cysts are identified. Each fallopian tube measures 5 cm in length x 0.7 cm in diameter. Current weight: 172 lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: confirming genital haemorrhage; alopecia; fatigue and weight gain.¿ most recent follow-up information incorporated above includes: on 1-feb-2018: pfs and medical record received. This case is medically confirmed. Reporter information was added. This case concerns (B)(6) year old female patient. Her demographics details were updated. Her historical conditions were added. Lab data was added. Essure explantation date was updated. Essure indication was amended. Events: vaginal repair 2016/vaginal cuff tear after hysterectomy; abnormal bleeding (vaginal, menorrhagia); eczema; migraines/headaches; dysmenorrhea (cramping); dental problems; reflux and joint pain (wrists, knees, and shoulder). She had recovered form the following events: pain and migraines; abnormal bleeding (vaginal, menorrhagia); dysmenorrhea; dyspareunia, gerd (gastrooesophageal reflux disease) and decreased within 6 months. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy, prolonged bleeding"), dyspareunia ("painful intercourse") and allergy to metals ("allergic reaction to nickel"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy essure removal and cystoscopy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, alopecia, fatigue, weight increased, abdominal pain, genital haemorrhage, dyspareunia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dyspareunia, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure (ess205). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.